Manufacturer narrative:
Following multiple attempts by the distributor and the complaint department, no samples or additional details could be obtained. A review of the device history records confirmed that the finished good device and all components met current specifications including ductility requirements for this size/type suture/needle device. Without receiving the exact device for evaluation, magnified photos of the broken device or receiving detailed information regarding the pre-operative preparation of the device, tool utilized to grasp the device, procedure performed or the surgeon's technique a definitive root cause for the needle breaking during the procedure cannot be determined at this time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The ¿precautions¿ section in the IFU for this product states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿.

Event description:
The doctor needed to suture a wound and when he pushed the needle through her skin the needle broke and the patient had to be seen by a surgeon in the ER to have it removed.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No samples were received on RMA #13699 for review or testing. If samples become available at a later time, the devices will be reviewed and tested and the results will be included in the file. A revised response letter will be forwarded to you at that time. Although samples from the reported lot were not received for review, the retained samples from the device history record were tested. All of the devices met current specifications including the dulctility requirements except one (1) which was tested/bent and broke prior to the 40 degree requirement. For this size/type needle device. The bending or fracturing of a needle can occur when needles are gripped with a needle holder/forceps at the swaged area and/or near the tip of the device. The stress at the gripped area may exceed the maximum stress of the material resulting in bending and/or failure (broken needle). The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Since the manufacture of this lot the processes have been reviewed and our engineers have implemented process improvements to address quality issues reported regarding needle devices.